Event description:
A medwatch report was received that a physician was burned on his face from a spark while using a visibly worn third party active cord with olympus electrosurgical unit (esu). The surgeon was reported to have been performing a procedure, when the active cord detached from the working element. The hospital reported that the esu was evaluated after the procedure and no problem found with the device. The hospital concluded that the esu was not at fault. The surgeon was reportedly doing fine after the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The hospital reported that the device is in good working condition. This report is being submitted as an MDR in an abundance of caution.